Event description:
This is a spontaneous case report received from a female consumer of unspecified age via an article in (B)(6) on 03-may-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She decided to undergo a hysterectomy due to the painful side effects she suffered with implantation of essure. Follow-up information received on 06-may-2016: it was stated that consumer is now part of a growing possible class-action lawsuit that has started against bayer. Case now considered as potential legal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who decided to undergo a hysterectomy due to the painful side effects she suffered with implantation of essure (fallopian tube occlusion insert). This event was considered serious due to its medical importance and is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer related the performed surgery to painful side effects from essure; however neither the side effects she experienced were specified nor was the exact medical reason for the surgery provided. Although limited information is available, it cannot be excluded that hysterectomy occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. A product technical analysis is being sought. No active follow-up will be pursued, since this is a laypress case.

Manufacturer narrative:
Quality safety evaluation of ptc received on 16-jun-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who decided to undergo a hysterectomy due to the painful side effects she suffered with implantation of essure (fallopian tube occlusion insert). This event was considered serious due to its medical importance and is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer related the performed surgery to painful side effects from essure; however neither the side effects she experienced were specified nor was the exact medical reason for the surgery provided. Although limited information is available, it cannot be excluded that hysterectomy occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. A product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No active follow-up will be pursued, since this is a laypress case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs